Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited t-wave oversensing with alert of high ventricular rate. Programming changes were made. The patient was fine after the changes.